Event description:
Technician alleged that the head of the bed will not go down electrically or manually, cario pulmonary resuscitation functions are not available. No patient impact.

Manufacturer narrative:
Technician found that the bed needs a new hydraulic valve. Technician replaced the hydraulic valve for the head down to resolve the issue.